Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated stat high sensitive troponin-I result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the r2 and stat syringe assemblies were leaking and needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer's cut off range is 16 ng/l for females and 34 ng/l for males): sample ID (B)(6) initial result was 1886 ng/l, repeats, from another architect c4000 analyzer, were 5.4, 5.2, and 5.6 ng/l. The patient was redrawn twice, sample ID (B)(6) result was 7.5 ng/l and sample ID (B)(6) result was 9.9 ng/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer's cut off range is 16 ng/l for females and 34 ng/l for males): sample ID 6081556 initial result was 1886 ng/l, repeats, from another architect i2000sr analyzer, serial number (B)(6), were 5.4, 5.2, and 5.6 ng/l. The patient was redrawn twice, sample ID 34318442 result was 7.5 ng/l and sample ID 6082173 result was 9.9 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Additional information was provided from the customer, so a correction was made to the analyzer used to repeat the patient results in section b5. Narrative changed from "from another architect c4000 analyzer" to "from another architect i2000sr analyzer, serial number (B)(6)."